Event description:
On 07/2001, the MFR's rep received a medwtach report that states the following: portion of device broke during removal of device and placement of a new catheter. Device reported to be left in portal vein. Removed in special procedures dept.